Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about five months after the implant procedure, an intracardiac thrombosis was noted on the lead via transthoracic echocardiogram (tte) and transesophageal echocardiography (tee). Medication was given - which resolved the issue - and the lead remains in use. No further patient complications have been reported as a result of this event.